Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2020. The patient was talking to her husband and eating. She mentioned that she needed to take medication. The husband then called paramedics but did not state why. The paramedics checked the patient¿s fingerstick bg which was 32 mg/dl, but the patient¿s receiver was showing a cgm value of 69 mg/dl. Paramedics administered ¿sugar water.¿ the bg was then showing 300 mg/dl. The patient¿s husband did not know what the receiver was showing at the time as he had to step away. The patient was taken to the hospital and stayed from (B)(6) 2020 to (B)(6) 2020. She was unresponsive for one day; they stabilized her and moved her out of intensive care unit (ICU) the next day. At the time of the report she was doing fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.